Event description:
His dentist gave him a sample pack of the dental floss to try. He tried it and "messed his teeth up." It got caught in his tooth and took out the filling in it. His wife had to cut the floss to get it out. Now he has to go back to the dentist to get his tooth fixed.

Manufacturer narrative:
This report has not been confirmed by a medical professional. Consumer claimed that use of the dental floss caused him to lose a filling. This is a known issue with dental floss. Dental experts conclude that a sound dental restoration or filling could not be pulled out by the use of dental floss alone, and that a compromised dental structure or restoration/filling that is old and needs replacing would be the root cause of the event. The MFR is continuing efforts to obtain the product and further information. However, unless additional information regarding the event is received, or the device is returned for investigation, this incident is considered closed.